Manufacturer narrative:
Evaluation summary: for lot 0540, the manufacturing records were reviewed, and no faults were documented for the relevant batch of materials. The monitoring samples were reviewed and found within specifications for adhesion to steel and adhesive mass weight testing. The returned dressings were subjectively assessed for adhesion, tack, and adhesive spread and were found satisfactory with no faults observed. A review of the current product risk assessment has been performed to document the risk associated with using iv3000 in conjunction with insulin delivery systems. The labeling on the package was reviewed. Although the instructions for use are cosidered adequate, the labeling for instructions for use has been revised. For non ce marked product, the instructions for use were included in the product since the beginning of 2006, and the artwork on the carton was revised as of 1/3/06. For ce marked product, the current instructions were revised 3/31/06. The IFU includes instructions for application, indications and precautions. The precaution included statements to address stacking of dressing and periodic monitoring of catheter site, especially if site becomes wet. Customer samples of lot 0159 were returned with the original complaint lot, 0540, on 2/22/2007. Lot information, sample review and tab delivery assessment were requested from the manufacturer, and a response is pending. Additional investigation information will be provided in a supplement report by 3/22/2007.

Event description:
Patient has diabetes and had two problems with one box of #4007. The patient stated there were difficulties with the second pull tab not coming off easily, and the dressings were not providing the adherence as experienced in the past with this product. Her cannula has become dislodged, and her blood sugar has increased due to these two problems. On one occasion, she had to give herself a bolus of insulin. At this time, the patient has no ill effects. Outcome attributed to adverse event: cannula dislodged, elevated blood sugar.